Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the likely cause of the reported issue was due to process residue on one of the ac input pcb. This can trigger the overvoltage protections of the ac power adaptor and result in the device being unable to power on or charge the batteries.

Manufacturer narrative:
The customer received a replacement power adapter. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Not returned to manufacturer.

Event description:
The customer contacted stryker to report that their device would not power on. There was no report of patient use associated with the reported event.